Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer did not have the insulin pump on since 2 a.m. The customer's blood glucose level was 435 mg/dl. She took a shot of 15 units of insulin. The no delivery alarm was resolved by a complete set change. The device was not returned.